Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tubes were overfilling.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for with the incident lot was observed for underfill although the verbatim states overfill. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill and/or overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to the underfill issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed, however overfill was not. Evaluation/testing of the customer samples was conducted and underfill was observed. Additionally, evaluation/testing of the retain samples was conducted and underfill and/or overfill were not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to underfill. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 161123. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tubes were overfilling.